Event description:
It was reported that pump screen remained dark and would not turn on unless customer pressed button with extreme difficulty and often needed multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to press button firmly while supporting pump, confirmed pump screen eventually turned on but remained difficult to activate, and agreed to continue using current pump until replacement arrived; technical support arranged warranty replacement, confirmed shipping details, instructed customer to place problematic pump into storage mode, transfer pump settings and reconnect continuous glucose monitor on replacement, and return malfunctioning pump using prepaid label within specified time frame.